Event description:
It was reported that the right ventricular (rv) lead's pacing impedance was low. Other parameters were stable. The pacing impedance had begun being low in early 2024. The patient was subsequently scheduled for a lead extraction. The rv lead was explanted and replaced. The patient was stable before during and after the procedure.